Event description:
False positive result (s). I took three of these and they were all positive. I then got a pcr done at a pharmacy (since my job wouldn't accept at-home tests) and it came back negative. I felt fine after a day or two, so it was definitely not covid.